Event description:
Info received indicates the foot hi/low function will drift down 12 inches in 10 mins.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold not working. He replaced the hydraulic manifold to repair the bed.